Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that after cardiac ablation procedure with varipulsetm catheter, the patient experienced asymptomatic stroke confirmed with magnetic resonance imaging (MRI) examination. The information indicated that asymptomatic stroke was confirmed after the procedure and the MRI examination. The procedure was completed with no problems. The patient¿s condition was asymptomatic. The physician¿s assessment of the health problem was non-serious (moderate/minor). No extended hospitalization noted. No abnormalities observed prior/during use of the jnj products.. Information received indicated that (pfa) pulse field ablation was used for the procedure. No evidence of char. The procedure was not a persistent afib or paroxysmal af treatment. The adverse event was discovered post use of biosense webster, inc. Products. One catheter was used during the procedure. No intracardiac excessive microbubbles observed via ultrasound or excessive impedance errors noted during the case. The patient did not have any anatomical abnormalities. The outcome of the adverse event was fully recovered. This is a case of asymptomatic cerebral infarction.

Manufacturer narrative:
Additional information received on (B)(6) 2025. The stroke was observed post procedure, on the day of the procedure. No symptoms. The event was an imaging finding. No intervention required. Additional information was received on (B)(6) 2025. This procedure was new procedure for paroxysmal atrial fibrillation. Pre-ablation thrombus check was performed. The procedural act was 350 seconds. Number of performed pf ablations was 16, and no ablations were performed outside the pulmonary veins. No evidence of blood thrombus/clot during the procedure. One transseptal puncture site was performed during the procedure. One sheath was used. In addition, provided the generator and pump information. Therefore, updated the d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that after cardiac ablation procedure with varipulsetm catheter, the patient experienced asymptomatic stroke confirmed with magnetic resonance imaging (MRI) examination. The investigation was completed on 21-aug-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31490369l and no internal action related to the complaint was found during the review. An internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).